Event description:
The physician assistant for the injecting surgeon reported that the patient had her 1st unilateral injection in the series on (B)(6) 2013, in her left knee with no initial side effects and developed an unusual bacterial infection. The patient returned to the doctors office on (B)(6) 2013, with increased pain and swelling in her left knee. The patient was initially treated with the oral antibiotic keflex twice daily and hospitalized on (B)(6) 2013 and is now receiving the antibiotic unison every 6 hours by i.v. The pa stated the patient had no prior knee surgeries on the left knee, no preexisting medical conditions and had been receiving orthovisc injections in her right knee since 2009 with no complications.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the product lot. Product was returned to anika therapeutics inc. For testing on (B)(4) 2013. Microbiology to perform sterility testing on the returned samples and testing to be complete on (B)(4) 2013.